Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. Customer resolved issue by changing cartridge and resuming insulin.